Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the connecting tube, foreign objects in the air/water tube, foreign objects in the air/water cylinder (tube), and corrosion on the light guide lens. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the e217 scope error was traced to component failure. However, foreign objects in the connecting tube, foreign objects in the air/water tube, and foreign objects in the air/water cylinder (tube) cause could not be established. Corrosion on the light guide lens cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited error code e217 (scope error). The issue occurred during reprocessing of the device. There was no patient involvement.